Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient needed to charge more frequently. The patient had a 5 day recharge interval and wondered if that was normal. The patient stated it was taking longer to recharge, and though he was getting 8/8 coupling recharging was taking 6 hours. The patient reported this happened when charging from 25%. It was reviewed that as the ins battery ages it will need to be recharged more often. It was reviewed that when stim is on the patient should receive the same therapy as usual. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for failed back surgery syndrome.